Event description:
It was reported the t2 did not deploy.

Manufacturer narrative:
Device investigation narrative - one (B)(4) ultra-fast-fix needle delivery system device received. The device is one year old. It is used. The complaint said: ¿t2 can¿t be deployed¿. T1, t2 and suture were returned. They were located within the distal portion of the delivery needle. The suture has been disrupted. The depth limiter is attached and has been trimmed. This can occur during advancement of depth limiter for trimming. It had been removed completely at some point as the suture is hanging out of the tail end of the limiter. The delivery needle shaft is bowed and quite twisted at the proximal area. The depth limiter is creased in the same area. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. This device requires manual advancement for each "t" into position for stripping off. There is no deployment with this device. Functional test manually advanced t1 and t2 into proper location. T1 situated itself at the tip of the delivery needle and was successfully stripped off followed by t2. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. Device returned for evaluation date received by manufacturer device evaluated by the manufacturer evaluation codes updated.